Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the ph readings in the early minutes were very low. The unit was not changed out. The surgical procedure was completed successfully. There was no delay, nor adverse consequences to the patient. Per the clinical review on 11-oct-2016: one of the clinical specialists from the manufacturer was on site and witnessed the ph values. The shunt sensor was gas calibrated successfully with the cdi-540 the morning of the procedure. After the shunt sensor was gas calibrated, it was re-capped with original caps and not installed into the cpb circuit. The prime solution consisted of plasmalyte and heparin, only. Additional prime drug additives were infused as initiating cpb. The shunt sensor was installed in the sampling manifold line about three minutes before the initiation of cpb. On the initiation of cpb and placing the cdi 500 in operate mode, the ph was displayed as 6.55 and stayed about this level up to the 1st in-vivo calibration. The 1st in-vivo calibration was done about 5 minutes after the initial dose of cardioplegia when clinical conditions were stable. The ph was stored (cdi value) at 6.55 ad the actual measured laboratory value was 7.43. The cdi ph was adjusted to 7.43 and the monitor was returned to real time monitoring. But, in less than a minute the cdi displayed ph started to read (- - - high). About five to ten minutes later, a second in-vivo calibration was done with a stored cdi ph of (- - - high). The actual laboratory measured ph was 7.41. The cdi 500 ph was adjusted to 7.41 and then returned to real time monitoring. The ph tracked successfully with the laboratory analyzed values the remainder of cpb. All other cdi values tracked well with laboratory analyzed values. The case was completed successfully, without delay and without associated blood loss. There was no harm. The risk of harm was low as laboratory analyzed values are always performed to manage patient therapy and the laboratory analyzed values are completed in a very short time.

Manufacturer narrative:
The reported issue was confirmed by the manufacturer's director of clinical services, who was on site at the user facility when this event occurred. The blood parameter monitor (bpm) was not returned to the manufacturer for evaluation. However; the shunt sensor that was used in the surgical procedure was sent back to the manufacturer's (B)(4) site for evaluation. The investigation shows that the hardware was not the cause of the reported issue. There was no product deficiency identified. The failure mode that the customer experienced was duplicated when the carbon dioxide (co2) gas flow through the buffer was very low or non-existent. During this event, the ph value rose to a high value and was not displayed on the monitor. Performing in-vivo calibration prior to the system reaching steady state or having a blood flow less then 35ml/min through the shunt sensor can also cause the reported issue. Per the instructions for use (IFU), "a minimum blood flow of 35ml/min is recommended for optimal measurement performance of the shunt sensor." The IFU also states that the bpm system operator's manual contains complete instructions for assembly and use of the sensors with the bpm system. It must be read in its entirety before attempting to assemble and use the system. In the manual, it states to perform an in-vivo calibration "after the circuit has been stabilized for approximately five minutes. If the "store" key is pressed and/or the recalibration blood sample is drawn during periods of significant temperature or gas change, misleading comparisons and resulting adjustments can be made." If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.